Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error during baxter's functionality testing, which was reproduced as under infusions during evaluation. Evaluation found that the travel for the fingers and valves were found out of specification. The device was recalibrated. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it failed to deliver the programmed amount for 40ml/hr and 800ml/hr flow accuracy test. There was no patient involvement.